Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle hub separated and was stuck inside of the needle shield.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the needle hub separated and was stuck inside of the needle shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022. H6: investigation summary : customer returned a single 0.5ml, 8mm, 31 gauge syringe from lot 9259101. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 9259101. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. A definitive root cause cannot be determined.